Event description:
It was reported that during a videolaparoscopic radical nephrectomy procedure, the product worked properly at the beginning of the procedure. Then during the procedure, for two times, there was an error message and it worked again. When the tip was cleaned, the surgeon observed, it was broken. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.